Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive esc button due to unlocked lcd keypad connector. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone all indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 188 mg/dl. The customer stated that the esc key is not responding, requires excessive force. Customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.